Event description:
C-cc-dc - kit components damaged or out of spec; it was reported that the device failed, broke couldn't get it to work or stopped working. The flotrac was being sent up for use and it was noted that the tubing was leaking when flushed, then noted that tubing was cracked. Obtain new flotrac and there were no patient complications.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) complete flotrac - vamp adult kit. As received tubing was broken off from bond joint with the female connector (attached to stand-alone stopcock).